Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"This complaint is from a literature source. The following literature cite has been reviewed: arafah ma, almalki ah, arafah om. Management of a broken modular femoral stem following total hip arthroplasty in a patient with sickle cell disease using an endofemoral trephine reamer: a case report. Int j surg case rep. 2021 apr;81:105643. Doi: 10.1016/j.ijscr.2021.02.029. Epub 2021 feb 10. Pmid: 33812800; pmcid: pmc8073198. Objective and methods: eighteen months after primary tha, a 35-year-old male with sickle cell disease, treated with hydroxyurea, reports left hip pain and reduced range of reduced range of motion secondary to a fracture of the corail stem. Radiographic imaging identified intact cortical bone with the distal tip of the stem fragment floating within the femur. The femur itself did not fracture. During revision, the femoral head and proximal part of the stem were easily removed, and a trephine reamer guided by a c-arm were carefully removed to avoid fracturing the femur. The patient received a competitor stem and head. The procedure was completed without complications. Two years later, the patient required a second revision to treat loosening of the competitor stem. Radiographic and photo images: fig 1. And fig 2, pp. 2; fig. 3, 4, & 5, pp. 3 lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: corail stem."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.